Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer alleges that the 10cc luer lock syringe in the kit does not luer lock well with the entry needle. During insertion and after flash back of blood, the customer says it is difficult to twist and release the syringe. Blood is also leaking into the insertion site. We halted the procedure until a 30cc slip tip syringe was brought to the operating room suite for the surgeon. This catheter was successfully inserted into the pt. There was an add'l blood loss estimated at 100 to 150 cc's due to the syringe issue. There was no treatment required for the blood loss. The catheter has continued to perform well in the pt and is functional.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.